Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The patient had a capsule procedure done in 2013, and there was no visible evidence of the capsule having exited the body. The last images of the study are still in the small bowel. Last month an MRI was performed for different reasons and the unexplained image showed up. The patient informed the manufacturer, and the next day the customer did an x-ray which came back negative for capsule retention. This is being reported out of an abundance of caution.